Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge causing the syringe needle to bend. Customer did not force the syringe needle when resistance was felt and it was not fully pushed into the cartridge. Another needle was used to fill the cartridge with insulin. Blood glucose was not impacted.